Manufacturer narrative:
H6- health effect- impact code: "4629" should be removed and "4627" should be added. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -12.00/+1.5/013 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to the patient complained of blurred vision. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).